Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup size 56. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient retained the device.

Event description:
It was reported that patient complained of dislocation and had right total hip revision surgery. Surgeon revised cup, liner, and ball.